Event description:
It was reported that during a navio ukr procedure, when burring the femur, they had a motor function error. The bur would spin freely in the anspach drill when taken out of the handpiece, but would not extend or retract in the handpiece. Also, the drill sounded very high pitched and had a grinding sounds during cutting. They took the drill out of the handpiece to ensure the bur would spin freely. Then proceeded to use a small freer to loosen the grid locked gears in the handpiece near the snap lock. There was a delay of less than 30 minutes due to this issue. No other complications were reported.

Manufacturer narrative:
The anspach drill used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed pv0005 rev. B. The reported problem was confirmed. The burr spun freely in the drill but the lock mechanism would not immediately engage to secure it. The drill also exhibited a high pitched sound, grinding, and the drill runs hot to the touch. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿mechanical jam", and "unspecified functional failure¿ identified similar events. The most likely cause of the locking mechanism is related to the internal failure of the mechanical locking mechanism assembly. The drill is an OEM part and cannot be further disassembled to determine a root cause. The most likely cause of the overheating is mechanical failure of the drill motor shaft. The drill is an OEM part and cannot be further disassembled to determine a root cause. Based on the investigation, no further containment or corrective action is recommended or required at this time.